Manufacturer narrative:
G9. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was reported to be discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced in b5 and d11 is being filed under a separate medwatch report.

Event description:
This is being filed to report during grasping, the posterior leaflet would fray. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and thin, friable posterior leaflet. The xtr clip delivery system (cds) (90528u169) was advanced to the mitral valve and the clip was implanted with a good grasp of the leaflets, reducing mr to 2-3 a second xtr cds (90528u171) was advanced to further reduce mr; however, echocardiogram revealed that the first implanted clip came off the posterior leaflet, a single leaflet device attachment (slda) and the leaflet became torn. There were several attempts made with the second clip to stabilize the slda but every time grasping was performed without issue, the posterior leaflet would fray. Therefore, the physician decided to abort the procedure with one clip implanted and mr grade at 4. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this issue. Based on the information reviewed, the reported tissue damage appears to be related to patient¿s challenging anatomy. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.